Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, the customer was able to realign the sorter tray barcode reader. Upon followup, the customer reported that after the alignment, the instrument was still scanning as expected. The instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under chapter 5 system preparations: when the led of the cup sorter key is lit red, the aia-900 is dispensing a conjugate or pretreatment reagent. Do not press the cup sorter key. Otherwise, the assay in process is skipped and you are not able to obtain the results. The analyte and lot information of a test cup is identified with the barcode on the test cup tray. In order to ensure accurate assay results, never move test cups to any other test cup trays. The most probable cause of the reported event was due to sorter being out of alignment.

Event description:
A customer reported that the sorter is not reading and registering the reagents correctly using the aia-900 instrument. The customer reported that the issue was intermittent even after they cleansed the lense. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone ii (lhii), parathyroid hormone (pth), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.